Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No unexpected black or grey spots on the display were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are dot on the screen blocking the screen and he can¿t read the blood glucose on the screen. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.